Event description:
Information was received that the patients generator and lead were removed due to infection. A photo of the infection was attached. The image shows swelling (or a mass) around the generator and electrodes under the skin. The lead appears to be protruding and extruding in the neck. It was stated that the patient was infected at both the electrode and generator incision sites, and explanted due to all of the reported swelling, infection and protrusion which are related. No additional relevant information has been received to date.

Manufacturer narrative:
Date of event: corrected data; relevant information inadvertently left out of initial MDR

Event description:
Information was received that the surgeon aspirated the patient's wound again and has given him more antibiotics. Device history records were reviewed for the patient's generator and lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was originally reported that a patient has an infection at the generator pocket and was scheduled for surgery to relieve the infection (not to get the generator explanted). It was stated that it is believed the infection was due to the implant procedure. It was later reported that the patient did not have an infection, and rather had fluid build-up "that can be easily relieved per the surgeon". Further information was received that per the physician the cause of the fluid build up was due to patient physiology and the surgery was not to preclude a serious injury. The patient has undergone four fluid releases at the generator site. Additional information was received that the patient was having pain in their neck and a tension. The tension reportedly subsided however the patient continued to have pain and an infection was found at the neck "nerve" site. It was stated the patient began an antibiotic regimen for the infection. No surgery related to the lead and neck infection has been reported to date. No additional relevant information has been received to date.